Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. From the date of manufacture (feb. 18, 2013), it was presumed that the power switch was damaged due to the amount and the number of times of operation which were applied to the power switch exceeded expectations. This product was manufactured prior to a design change of the power switch. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The olympus field service engineer (fse) went to the user facility site and the user facility report was confirmed and it was found that the power switch button requires replacement. The power switch was replaced and the unit passed functional testing. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the cv-190 power switch button is broken. There was no patient involvement associated with this report.